Event description:
A pt with unknown past medical and surgical history, on an unknown date, underwent an adhesiolysis with placement of seprafilm. The pt developed a small bowel obstruction and was re-operated upon in 2005. At the time of the second surgery, the pt's small bowel was frozen together and there was fat necrosis of the mesentery of the samll intestine. The physician felt that the events were definitely related to the use of seprafilm. MFR's comment: please refer to sflm-10142 for an additional report of fat necrosis of the mensentery of small intestine, small bowel was frozen together (adhered together), and small bowel obstruction from this physician.)